Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode at the sensor and sensor was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the electrode did not stay in customer's body. Sensor will not be returned for analysis.